Event description:
The patient reported a burning, stabbing, and painful sensation at the left stimulator site following an accident last month in 2007, when a car backed into her car. The patient reportedly had a revision surgery done in 2007 and one month later, she experienced the accident. The patient stated the pain be part of the healing process since her surgery of 2007. The patient was referred to her physician for follow-up.

Manufacturer narrative:
This report is being submitted following an internal audit.